Event description:
Arjo was notified of an incident involving a maxi sky 600 ceiling lift (B)(6) and an arjo loop sling (B)(6). It was reported that a resident was being transferred from a bed to a wheelchair with the assistance of 2 caregivers. As the resident was being lifted over the wheelchair, the resident slipped out of the sling and fell (headfirst to the floor). The resident sustained visible laceration therefore was taken to the emergency department for assessment. A computed tomography scan and an x-ray were performed, which showed no injuries. The resident returned to the facility the following day. The resident's condition deteriorated overnight and she was sent back to the emergency department. The medical director reviewed the resident's medical records and reported that the resident sustained a right hip fracture and a left distal clavicle fracture. These injuries had not been identified at the initial emergency department visit. The patient suffered a fat embolism syndrome. The resident passed away on (B)(6) 2024.